Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that they "were not feeling well and have gained twenty pounds". They went in for a device check and was told the left ventricular lead was "eating the battery and cannot capture on the vectors that are working". The patient also stated that they have experienced "pocket heating" and the device "isn't going to last ten years now because of the issue with the lead". The patient stated that they have "only gotten three years on a ten year battery. Follow up attempts to obtain further information were unsuccessful. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted and replaced.